Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that patient had low blood glucose but not hospitalized. Customer's blood glucose was 40 mg/dl. The customer treated low blood glucose with coke and cookies. The customer's wife stated that patient had few issues with the pump when he went to fill the reservoir. The customer's wife thinks patient forgot to rewind the piston and the reservoir emptied into the tubing. The customer's wife stated that patient basically giving him much insulin and when he tested his blood glucose it was down. The customer was offered to be transfer to helpline but declined.